Manufacturer narrative:
The reported issue that the spm was sent from nursing to the biomed for not working and the biomed found the device to be failing calibration multiple times could not be confirmed or duplicated during the investigation. The spm when received and powered on, did alarm with a channel error that the spm needed to be calibrated. This error event occurred only once per the spm error log and occurred at the start of the investigation by bd. The spm error log had no prior recording of this error occurring. The device had no other prior recorded errors that would have been seen by a user during normal operation of the device. The spm in its ¿as-received¿ state was successfully calibrated with asm calibration task that requires all steps be performed to completion. The spm, after calibration, successfully passed all the asm pm requirements. The spm successfully completed a basic infusion against a backpressure of 10psi with the pressure disc installed. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that the syringe module was sent by the nursing unit to biomed with a tag stating "not working." Biomed tested the device with and without a pressure sensing disc, and the device failed calibration multiple times. No patient involvement was reported.